Event description:
The patient had an infection of the pump at the catheter access port. The device was removed and returned to the manufacturer for analysis. The patient will be reimplanted with a new pump once the infection is resolved. A follow up report will be sent when additional information is received.